Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted insulet to report hospitalization related to a pod issue. The pod was not being worn at the time medical attention was sought, as the patient reported removing and discarding the pod after it was not working. According to the patient, the pod did not function properly overnight, which led to a high blood glucose alert from the sensor app. The patient manually administered insulin after receiving the high glucose alert but subsequently required hospitalization. Medical attention was sought on (B)(6) 2026, and the patient remained hospitalized for three days, with discharge occurring on (B)(6) 2026. Patient alleged that the hospitalization was due to the pod malfunction and reported being hospitalized with diabetic ketoacidosis. Exact glucose values were not recalled, only that glucose levels were very high. Additional details regarding symptoms, diagnosis, and treatment could not be obtained. Multiple good-faith outreach attempts were made to collect further information; however, follow-up was unsuccessful. A supplemental report will be submitted if new information becomes available.